Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed on the right ventricular (rv) lead and confirmed the lead was dislodged. During the revision procedure, the helix of the lead would no longer extend or retract. Therefore, the lead was capped and replaced and the patient was in stable condition.